Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 25 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer last changed his infusion set two days prior to the event. The customer was not connected during priming. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.